Event description:
It was reported that intermittent inappropriate atp therapy was delivered due to lead noise. The lead was explanted.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 18.3-19.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded and melted at this location. External insulation abrasion was found at 4 5.3- 45.9cm from the distal tip. The inner coil lining was abraded at this location. This could cause the reported field observation of noise.